Manufacturer narrative:
The device passed testing. Although the device passed testing, a review of the history indicated a whitescreen error. The whitescreen error occurred when the user titrated only the rate when the device was delivering in the kvo mode. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.